Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 380 mg/dl. Reportedly, the customer administered a bolus via the pump and performed a supply change to address bg level and went to the emergency room. Customer was treated with intravenous fluids of saline and manual injections of insulin. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.